Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device expulsion ("expulsion of essure device") in a 33-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometritis on (B)(6) 2015 and heart murmur. Concurrent conditions included uterine cramps since (B)(6) 2015, rectal bleeding since (B)(6) 2015, dysuria since (B)(6) 2015, fever since (B)(6) 2015, nausea since (B)(6) 2015, tingling since (B)(6) 2016, numbness since (B)(6) 2016, hypoglycemia since (B)(6) 2016, hot flushes since (B)(6) 2016, bruising since (B)(6) 2016, joint pain since (B)(6) 2016 and muscle spasms since (B)(6) 2016. Concomitant products included hyoscine (scopolamine) for motion sickness, ondansetron for nausea and vomiting, fentanyl and ibuprofen (ibuprofen al) for pain as well as calcium since 2014, fish oil since 2014, hydromorphone, magnesium since 2014, medroxyprogesterone acetate (depo-provera), multi-vitamins vitafit since 2014, oxycocet (acetaminophen w/oxycodone), phenazopyridine and prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 mononitr) since 2014. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pain"), abdominal distension ("bloating"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) .essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, neck pain, back pain and abdominal pain outcome was unknown and the depression and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2015:bilateral essure micro-insert placed successfully into the ostium with the number of coils visible in the cavity as noted in findings details.findings: right ostia coils = 4, left ostia coils = 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion essure confirmation test(s) conducted: (B)(6) 2015 (as per mr) :fallopian tubes: right tube - there is filling of the right fallopian tube with distal spill. There is no essure.device seen in the right hem pelvis. Multiple x-ray¿s of the pelvis taken show there only to be one essure device visible. Left tube. Satisfactory placement of essure micro insert with complete tubal occlusion. Impression: patent right tube. Left tube with a satisfactorily placed essure device with tubal occlusion. Only one essure device seen in multiple xray's of the pelvis. On (B)(6) 2016: CT scan of the abdomen and pelvis done shows no lost essure coil. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: low back cramping, abdominal pain, headache, migraines, joints pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, concomitant drug, laboratory data, lot number added. Added event abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia),dysmenorrhea (cramping), expulsion of essure device, migraines , headaches, neck pain, back pain, abdominal pain, joint pain. Updated outcome, onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device expulsion ("expulsion of essure device") in a 33-year-old female patient who had essure (batch no. C91744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometritis on (B)(6) 2015 and heart murmur. Concurrent conditions included uterine cramps since (B)(6) 2015, rectal bleeding since (B)(6) 2015, dysuria since (B)(6) 2015, fever since(B)(6) 2015, nausea since (B)(6) 2015, tingling since (B)(6) 2016, numbness since (B)(6) 2016, hypoglycemia since (B)(6) 2016, hot flushes since (B)(6) 2016, bruising since (B)(6) 2016, joint pain since (B)(6) 2016 and muscle spasms since (B)(6) 2016. Concomitant products included hyoscine (scopolamine) for motion sickness, ondansetron for nausea and vomiting, fentanyl and ibuprofen (ibuprofen al) for pain as well as calcium since 2014, fish oil since 2014, hydromorphone, magnesium since 2014, medroxyprogesterone acetate (depo-provera), multi-vitamins vitafit since 2014, oxycocet (acetaminophen w/oxycodone) and phenazopyridine. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pain"), abdominal distension ("bloating"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), neck pain ("neck pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, neck pain, back pain and abdominal pain outcome was unknown and the depression and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:13nov2015:bilateral essure micro-insert placed successfully into the ostium with the number of coils visible in the cavity as noted in findings details.findings: right ostia coils = 4, left ostia coils = 3; she took prenatal vitamins. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion essure confirmation test(s) conducted:(B)(6) 2015 (as per mr) :fallopian tubes: right tube - there is filling of the right fallopian tube with distal spill. There is no essure.device seen in the right hem pelvis. Multiple x-ray¿s of the pelvis taken show there only to be one essure device visible. Left tube. Satisfactory placement of essure micro insert with complete tubal occlusion. Impression: patent right tube. Left tube with a satisfactorily placed essure device with tubal occlusion. Only one essure device seen in multiple xray's of the pelvis. (B)(6) 2016: CT scan of the abdomen and pelvis done shows no lost essure coil. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: low back cramping, abdominal pain, headache, migraines, joints pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/pain"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, depression, device dislocation and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.